Event description:
Report indicated that the treatment table moved on its own after locking up. Investigation revealed that inadvertent movement is associated with table lockup, a phenomena which disrupts table control and halts all table movement. Recovery from table lockup would normally be through the use of the motion stop reset at the control console. However, some users have discovered that pressing the deadman switch on the main overhead hand control would also restore table movement. It is after such action that the table may move without further command. Users are being advised not to use the overhead hand control deadman method to recover from table lockup. A field correction will be implemented to address this issue and prevent table lockup and unexpected movement. There was no injury as a result of this event.